Event description:
Boston scientific received information that the pulse generator in association with this transvenous right atrial (ra) lead did appear to exhibit loss of capture in the atrium with retrograde p-waves. Right atrial (ra) lead measurements had been stable. The patient was noted as pacemaker dependent and not compliant for follow-ups. Boston scientific technical services discussed troubleshooting options, including chest x-ray. The physician noted that when the patient was on a treadmill for a stress test and pacing, the device was tracking fine, but when there was intrinsic activity, then the loss of capture was present. The physician thought that the device was not mode switching appropriately although the registered nurse associated with the physician attempted to explain that the patient's atrial rate was below the atr criteria. It was not known if there had been any duration of asystole for this patient.

Manufacturer narrative:
To date, it is not known if re-programming or any surgical intervention was done. The device and lead both remain actively in service. As new information becomes available, this report will be further evaluated and updated.